Event description:
It was reported that the patient experienced "recurrent syncopy preceded by hypotension." The physician stated that the "syncopy pre-dated the internal neurostimulator (ins) implant, however, the patient was a very poor historian." It was noted that the physician was unsure if the patient's symptoms were related to the device, but noted that it was "suspicious." The patient described symptoms including "vagal side effects, dizziness, light headedness, and waking up quickly." The patient outcome was not provided. If follow-up information is received, an additional report will be sent.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2008 (B)(6), product type lead. (B)(4).